Event description:
It was reported that the patient experienced a return of pain and withdrawal symptoms. Telemetry showed multiple motor stalls and recoveries. The patient was hospitalized. The drugs in the pump were morphine and clonidine. The pump was scheduled to be replaced. No further patient complication was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.